Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2023-00743-00.